Event description:
Info received indicates, the ground loss light is on at the footboard.

Manufacturer narrative:
The tech replaced the power cord to repair the bed. There was no visual damage to the power cord.